Manufacturer narrative:
Patient's year of birth was on (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Fifteen days after the event onset, antibiotic treatment was stopped and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.